Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the femoral stem does not have any particular signs; no bone can be seen on its surface. Some residual ha seems to be present on the proximal part of the stem. The ceramic femoral head shows some scratches on both the internal cone and the chamfer. The head is not free to articulate inside the pe liner. Some scratches can be noted on both the external surface and the chamfer of the liner. No excessive wear can be noted on the retrieved pe liner. The root cause of the event cannot be determined.

Manufacturer narrative:
The amis approach was used in the primary. Additional information received on (B)(6) 2016 and includes: the surgeon revised the liner, the stem and the head on (B)(6) 2016. The surgery was completed successfully. Batch review performed on 17 october 2016. Lot 110237: (B)(4) items manufactured and released on 28 march 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 20 october 2016 the (B)(6) performed a clinical evaluation and commented as follows: femoral stem revision in cementless tha with dm liner 4 years after primary. The pre-revision x-rays show diffused radiolucency in the proximal bone surrounding the stem, which has achieved only distal fixation and most likely became painful because mobilized. Aseptic loosening is a known, possible complication following tha. In this case, there is no evidence of component malpositioning. Explants are not available, therefore wear of the pe head articulating in the dm cup could not be verified. No evidence of a defective implant can be drawn from the information available.

Event description:
The patient came in complaining of pain. The x-rays show lucency around proximal stem. The surgeon plans to revise the stem, head and liner.